Event description:
It is reported that the device fractured during use.

Manufacturer narrative:
Eval summary - the part shows material chipped off from the anterior side of the rail. It is likely that a sharp instrument was used to pry it out or to grab it which caused the damage. Improper use/handling appears to be the cause of the problem. As returned, a portion of the lip on the articulating surface base has fractured and is missing. It is likely that the fractured piece had to be removed from the open incision. Review of the device history records did not find any deviations or anomalies. There is no indication that design or manufacture contributed to this outcome. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.